Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one had migrated but both were occluded.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems at the time of your essure procedure? Yes ¿ hard to place". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pain: chronic/pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), urinary tract infection ("uti"), migraine ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("pain: vagina"), chest pain ("chest pain") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection, migraine, nausea, rash, skin disorder, vaginal discharge, vision blurred, weight decreased, abdominal pain upper, vulvovaginal pain, chest pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, chest pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 105 lbs. Approximate weight at time of essure placement: 124 lbs. Discrepancy noted as per pfs: insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: (as per pfs): total bilateral occlusion. (As per mr): impression: assumed successful occlusion of both uterine tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: pfs received. Reporter's information added. Event:lower abdominal pain added. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one had migrated but both were occluded.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems at the time of your essure procedure? Yes ¿ hard to place". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pain: chronic/pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), urinary tract infection ("uti"), migraine ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("pain: vagina"), chest pain ("chest pain") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection, migraine, nausea, rash, skin disorder, vaginal discharge, vision blurred, weight decreased, abdominal pain upper, vulvovaginal pain, chest pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, chest pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 105 lbs. Approximate weight at time of essure placement: 124 lbs. Discrepancy noted as per pfs: insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: (as per pfs): total bilateral occlusion. (As per mr): impression: assumed successful occlusion of both uterine tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one had migrated but both were occluded.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems at the time of your essure procedure? Yes ¿ hard to place". The patient's previously administered products included for an unreported indication: orthotricyclen from (B)(6) 2013 to (B)(6) 2014 and prozac. Concomitant products included paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pollakiuria ("bladder or urinary problems or changes excessively frequent urination"). In (B)(6) 2014, the patient experienced pelvic pain ("pain: chronic/pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2014, the patient experienced weight fluctuation ("weight loss/ fluctuation"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"). In (B)(6) 2014, the patient experienced urinary tract infection fungal ("uti/yeast infections"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines/headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems- condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), tooth disorder ("dental problems"), nausea ("nausea"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("pain: vagina"), chest pain ("chest pain") and abdominal pain lower ("lower abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection fungal, migraine, nausea, rash, skin disorder, vaginal discharge, vision blurred, abdominal pain upper, vulvovaginal pain, chest pain, abdominal pain lower, weight fluctuation, pollakiuria and depression outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, chest pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, rash, skin disorder, tooth disorder, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 105 lbs. Approximate weight at time of essure placement: 124 lbs. Discrepancy noted as per pfs: insertion date: (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: (as per pfs): total bilateral occlusion. (As per mr): impression: assumed successful occlusion of both uterine tubes.; in (B)(6) 2014: fallopian tubes occluded, essure effective as sterilization.. Most recent follow-up information incorporated above includes: on 10-dec-2020: pfs received. Fu 7 and fu 8 processed together. Patient's other relevant history, lab data, concomitant drug, events ", psychological or psychiatric problems- condition: depression" were added, onset dates for the events "abnormal bleeding (vaginal), menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia), pain: chronic/pain, dyspareunia (painful sexual intercourse), fatigue, dysmenorrhea (cramping), mood swings, uti/yeast infections, migraines/headaches" were added. Rcc was updated.event weight loss updated to weight fluctuation. Event bladder or urinary problems or changes updated to excessively frequent urination. On 11-dec-2020: pfs received. Fu 7 and fu 8 processed together. No new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one had migrated but both were occluded.') And genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems at the time of your essure procedure? Yes ¿ hard to place". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: chronic/pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), urinary tract infection ("uti"), migraine ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("pain: vagina") and chest pain ("chest pain") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection, migraine, nausea, rash, skin disorder, vaginal discharge, vision blurred, weight decreased, abdominal pain upper, vulvovaginal pain and chest pain outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, chest pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at time of essure placement: (B)(6) lbs. Discrepancy noted as per pfs: insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: (as per pfs): total bilateral occlusion. (As per mr): impression: assumed successful occlusion of both uterine tubes.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes ¿ mood swings, infection ¿ uti, migraines/headaches, nausea, rashes or skin conditions, vaginal discharge, vision/eye problems ¿ blurred vision, weight loss, stomach pain, pain: vagina, chest pain, were you advised of any complications or problems at the time of your essure procedure? Yes ¿ hard to place, one had migrated but both were occluded were added. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.